Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the laser put out low energy. The user inadvertently folded the optical fiber and therefore the laser output power was low. Additional information has been requested and received.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident).

Event description:
Additional information has been received that the laser probe was exchanged and the laser worked fine. The case was completed as planned.